Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a bd insyte¿ autoguard¿ bc shielded IV catheter had leakage. The following was reported, " leaking at the area where the extension tubing connects. Customer says that it happened a few times."

Manufacturer narrative:
Investigation: during DHR review all required challenge samples, set-up and testing was conducted per specifications and in accordance with the in-process sampling plans. There were no indications of reject activity throughout the build of this lot that would impact the outcome of the quality of the product relevant to the reported defect. No units (samples) or photos were provided for observation or testing of this incident therefore the alleged defects were not identified or confirmed and a root cause was not established. Therefore there was no physical/mechanical evidence to confirm or support manufacturing process related issues for the alleged defect.

Event description:
It was reported that a bd insyte¿ autoguard¿ bc shielded IV catheter had leakage. The following was reported, " leaking at the area where the extension tubing connects. Customer says that it happened a few times."